Manufacturer narrative:
Conclusion not yet available-investigation in progress. (B)(4).

Event description:
It was reported that during a anterior cruciate ligament repair, first implant could be placed in the meniscus; the second implant did not come out of the needle channel. It was reported that the implants were cut free; all implants were removed from the joint. The surgeon continued the procedure. The procedure was completed with a back up device. There was a short delay that did not exceed 10 minutes.